Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes capture and sensing anomalies. During repositioning, the helix could not be retracted.